Event description:
It was reported that a holter monitor showed that at ventricular pace was missing about once every other hour. The ventricular sensitivity was changed and the device and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product ID 457445 implantable pacing lead implanted: 2013 (B)(6); product ID (B)(4) implantable pacing lead implanted: 2013 (B)(6). (B)(4).